Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Reported events 3 events were reported for this quarter. Product return status 2 devices were received for evaluation. 1 device was available for evaluation but has not yet been received. Evaluation status 1 event was not confirmed during testing; the device was found to be within specifications. 1 device evaluation is in progress. Additional information 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device was shedding metal debris. 3 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 3 total events were initially reported. 2 previously reported events are included in this follow-up record.   Product return status 2 devices were received.   Evaluation status 1 reported event was confirmed during testing. - 1 device was found to be affected by a worn collet. 1 reported event was not confirmed during testing; however: - 1 device was found to be affected by corrosion.   Additional information 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device was shedding metal debris. 3 events had no patient involvement; no patient impact.